Event description:
It was reported that, after a tka surgery was performed on (B)(6) 2023, the patient was diagnosed with aseptic loosening of the journey tibia base np lt sz 3 component on (B)(6) 2024. Therefore, a revision surgery was scheduled for (B)(6) 2024. Further complications have not been reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that the provided imaging appears to show radiolucency around the stemmed baseplate on both anterior posterior and lateral views with possible disruption of cement mantle. The reported aseptic loosening led to the revision and based on the provided imaging, a disruption in the cement mantle cannot be ruled out as a contributing factor. A component malperformance is not supported. The patient impact is determined to be the reported aseptic loosening and the revision with an anticipated transient restorative phase. It was communicated that no additional information had been made available as of the revision date. No comparative imaging or operative notes have been provided as of the date of this medical investigation. All documents and images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical/medical investigation. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for knee systems revealed that looseness of components has been identified in possible adverse effects section as a result from trauma, improper implant selection, improper implant positioning, improper fixation, and/or migration of the components. Muscle and fibrous tissue laxity can also contribute to these conditions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include abnormal motion over time, bone degeneration, inadequate integration between the cement and bone/implant, osteolysis and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.